Event description:
A patient's mother reported that her daughter's generator could not be programmed to output currents higher than 1ma as higher output currents reportedly caused the patient to experience seizure increases. No additional relevant information has been received to date.

Event description:
The treating physician did not believe that increased output currents caused the patient to have an increase in seizures; the patient's seizures were the same as her pre-vns levels and she had not experienced a seizure increase. No additional relevant information has been received to date.